Manufacturer narrative:
H3, h6: the cori console p/n (B)(4) sn(B)(6) used for treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A performance evaluation was run and the test passed. A case was completed without any bone generation issues. The console functions as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A factor that may have contributed to the reported event was a software anomaly occurred. Based on the investigation, no further containment or corrective action is recommended or required at this time.

Event description:
It was reported that during a cori cadaver training lab, the tibial bone model generation error occurred five times before allowing them to proceed with milling. They attempted to add additional points two times before clearing and remapping. After two more attempts of adding additional points, it finally allowed them to proceed with milling. There was a delay of fewer than 30 minutes. No patient was involved.